Event description:
It was reported the system saved one pt's images in another pt's folder. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and reformatted the hard drive and reloaded software. The system operates as intended.